Event description:
The customer reported a failure to discharge.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge. There was no pt involvement. The device was evaluated locally by phillips and a malfunction in which internal paddles was confirmed. The internal paddles were replaced to resolve the issue.